Manufacturer narrative:
The reagent lot number and the expiration date were requested but not provided. The field service engineer (fse) inspected the module and found the upper tube of the reagent syringe was pinched. The fse then repaired this part and replaced the guard unit hoses and plates. He verified the module's performance by instrument and mechanical checks with acceptable results. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable lipase results from an unspecified number of patient samples tested on the cobas 6000 c501 module. The reporter was able to provide one patient sample with discrepant results: the initial result was not reported outside of the laboratory. The reporter deemed the result conspicuous prompting the rerun of the patient sample. The high result was 205.48 u/l. The low result was 34.04 u/l.